Manufacturer narrative:
No belt clip received with the insulin pump. No moisture damage on reservoir compartment or electronic assemblies noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Intermittent button response on the esc button due to slight moisture damage on keypad traces noted. Minor scratches on lcd window noted. Failure analysis also found cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. Leaking motor oil on motor assembly noted during failure analysis. (B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 363 mg/dl early in the morning. Customer's blood glucose later declined to 130 mg/dl. The customer also reported they had to press the buttons on the insulin pump several times to enable the bolus feature. It was also found the customer's insulin pump was severely scratched. Customer stated the scratches made it difficult to read the insulin pump's screen. The customer's blood glucose was unknown at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.